Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision: performed on (B)(6) 2014. Patient underwent primary knee replacement in (B)(6) 2010. A cemented lcs femoral component and a duofix tibial component were implanted. Patient has complained knee never felt right. It appears that pain got progressively worse specifically anterior medial. The revising surgeon felt that the tibial component maybe loose. Decision was made to replace all components. On opening the femoral component was found to be well fixed. There maybe a small amount of tibial loosening evident. Photos available. Further information available including explant codes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A search of the complaints database identified no previous complaints involving the lot numbers of the products involved in this complaint. A review of the manufacturing records for lot numbers ex1g84, 3115352, 3121055 and 3118217 found no anomalies that would have caused the reported incident. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.